Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down for 20 minutes. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down for 20 minutes. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down for 20 minutes. No patient harm was reported. Investigation summary: attempts to investigate were hindered by an inability to retrieve logs due to institutional restrictions on usb usage. The issue later resolved on its own, and the customer declined further investigation. The root cause could not be determined. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down for 20 minutes. No patient harm was reported.